Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device fracture. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism, fracture/struts retained post-removal, vc/organ perforation with surgical repair, deep vein thrombus, complicated removal (open abdominal), migration, bleeding, duodenitis, surgical repair of duodenal perforation, infection, sepsis, duodenitis, physical limitations, pain. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported bleeding, duodenitis, surgical repair of duodenal perforation, infection, sepsis, duodenitis, physical limitations, pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. Product is manufactured and inspected according to 1000340mi no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right internal jugular vein due to dvt and pe. Patient is alleging, pe, fracture, vena cava preformation, organ perforation, dvt, complicated removal (open abdominal), retained filter struts post removal, migration, bleeding, duodenitis, surgical repair of duodenal preformation, infection and sepsis. Complicated removal (open abdominal), duodenitis, retained filter struts post removal, surgical repair of duodenal preformation, infection, dvt, pe, sepsis. Patient is further alleging stomach infection, physical limitations and pain. Report from CT: "expansile appearance of the infrarenal ivc with poor opacification. This extends into the bilateral common and external iliac veins and femoral veins possibly representing extensive deep venous thrombosis. Above and ivc filter, there is enhancement of the ivc. Recommend bilateral lower extremity ultrasound." Report from CT: "ego done foreign body in jejunum, gi ? If this is his ivc filter that was placed (B)(6) 2010., rad protocol." "Stomach and duodenum: chronic the inferior vena cava comes in close proximity to the 3rd/4th portion of the duodenum. No surrounding inflammatory change. Correlate with endoscopy report." "Vascular structures/retroperitoneum: inferior vena cava filter in place. Inferior vena cava small. Prongs may extend beyond the wall on image 63. No surrounding hematoma. One prong abuts the aorta wall, very similar to 2014." "Inferior vena cava filter with prongs possibly extending beyond the wall, 1 resides near the 3rd/4th portion the duodenum, the other along the aortic wall." Report from CT: "ivc filter." "Lnfrarenal ivc filter the legs of the ivc filter have eroded through the wall of the ivc and extend into the aorta (3/65), transverse duodenum (3/63 and 6/29), an adjacent loop of proximal jejunum (5/49) and the paracaval retroperitoneum adjacent to prominent retroperitoneal venous collaterals (3/61). The infrarenal ivc is hypoplastic and there are multiple retroperitoneal and abdominal wall venous collaterals. The superior tip of the ivc filter is at the level of the renal veins." Retrieval report: "open inferior vena cava removal" "the ivc filter was visible protruding out of the vena cava into the small bowel. These portions of the filter were then carefully pulled out of the bowel and the bowel was gently mobilized away from the ivc. There were 4 areas where the ivc filter had penetrated the bowel." "We therefore manually pull the ivc filter out" report from CT: "interval postoperative changes of ivc filter removal." "Residual ivc filter fragments in the ivc (3/121)." "Small volume of nonocclusive thrombus in the smv trunk."

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k): k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.